Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: tubing broke. Detailed inquiry description: while inserting IV tubing into pump, tubing snapped and caused leakage from tubing and subsequent chemo spill. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two used samples were provided for investigation. Upon evaluation of the units, the product was compared to the blueprint drawing of the reported catalog. As a result, the backcheck valve was observed to be detached from the caresite y-site valve. Additionally, the space pump segment assay was observed to be detached from the caresite y-site valve. The reported concern was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.